Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via 24 hour helpline sr inbox that customer that customer had high blood glucose over 200 mg/dl. It was also reported that customer had an emergency room visit within the last year.